Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient felt very weak, and nervous. She was in a cold sweat and had difficulty moving from her bed. She mentioned her symptoms to her daughter during a phone call and her daughter called emergency medical services (ems). Upon arrival the patient¿s bg finger stick was 2.6 mmol/l and the cgm value was 18.0 mmol/l. She was given glucose by paramedics. Her condition quickly stabilized and she was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.